Event description:
Patient presented to the physician with constant pain at the ipg site and thinning of the chest incision. Physician brought the patient into the or and placed the ipg inferior to the chest incision. This resolved the issue.